Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the a2101 mayfield ultra base unit was broken and the unit was received without the transitional member. There was no patient contact reported nor delay in surgery.

Event description:
N/a.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The base handle had been closed without the 6-inch transitional installed and deformed the hole. The unit was also received without the 6-inch transitional member. The shock cushion was worn, and the adjustment wrench had worn threads. The reported complaint was confirmed via inspection of the unit. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.